Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. The reported blood glucose was 400 mg/dl. It was stated that the customer also had a virus. It was stated that the customer treated the blood glucose with the insulin pump, but continued experiencing high blood glucose levels, although he had not eaten anything. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests, but there was no tubing clamp for the high pressure test. It was also stated that the insulin pump went into suspend mode several times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.